Manufacturer narrative:
Note: product reference (B)(4) is not cleared in USA, but it is similar to the product reference (B)(4) cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: despite requests, nor the involved device nor the x-rays pictures were returned for analysis. No thorough investigation can be performed. Conclusion: no conclusion can be drawn. The complaint handling database does not show any increasing trend for this type of access port. No corrective action is envisaged.

Event description:
Access port implanted on (B)(6) 2016. 5 days later, on (B)(6) 2016, the chemotherapy drug was injected, according to the treatment program. The catheter disconnected from the implant, causing a subcutaneous extravasation. The administration has been immediately blocked.